Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a routine follow-up experiencing dyspnea. Upon interrogation, the pulse generator exhibited backup vvi operation. The device battery was at elective replacement indicator which prevented further troubleshooting. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition.